Event description:
It was reported that during surgery, the syringe broke at the base where it is connected to the cement gun. The remaining cement was inserted by hands. No patient injury was reported.

Manufacturer narrative:
The device has been returned to the manufacturer, a full investigation is expected.